Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical performed an evaluation through log tool and screen shot of the service screen. The blower failure was confirmed as lack of maintenance by the user that caused damaged to the main electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the bellavista 1000 ventilator experienced an alarm 316-blower failure. The customer confirmed that there was no patient harm associated with the reported event.